Manufacturer narrative:
The customer returned the suspected contour plus test strips (lot # 8fqhd06b). An in-house testing was performed using the customer's returned test strips and in-house contour plus meter, which gave lo readings. Then, an in-house contour plus meter was tested with the in-house contour plus test strips from lot # 8fqhd06b, which gave satisfactory performance. Microscopic evaluation of the customer's returned strips was performed, which showed that 1 of the 11 returned strips was used with blood but stored with the other strips in the same vial. In addition, several of the strips showed marked deterioration of the mlb mediator, the chemical that mediates the reaction to measure glucose. Evidence of mlb deterioration typically occurs when the test strips are not stored properly and when there is exposure to extreme temperatures or moisture. The cause of the event was related to improper storage of the test strips. In some countries outside the us, customer information is not provided due to privacy laws. Weight was left blank as customer's weight was not provided. The model # was not provided.

Event description:
A nurse from (B)(6) reported that at 7:00 a.m. They performed blood glucose testing on the customer with their contour plus meter and obtained readings of lo (indicative of reading below 0.6 mmol/l) and 1.3 mmol/l. The customer was experiencing symptoms such as sweating, so the physician gave high sugar and rehydration transfusion to the customer. At 7:30 a.m., another blood test was performed with the contour plus meter and a reading of 1.4 mmol/l was obtained. At 8:00 a.m., the customer ate breakfast and performed another test with a different meter and obtained a reading of 31 mmol/l. 20 minutes later, a laboratory test was performed and a reading of 19 mmol/l was obtained. The physician provided treatment to the customer to bring his sugar levels to normal. No further treatment details were provided. The customer was stabilized after the treatment. The nurse was advised to return the test strips for evaluation.